Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, there was apparent explant damage and the lead was stretched.